Event description:
Patient reported that on (B)(6) 2019 as she was wearing the v-go it fell off. She places the v-go on her lower abdomen and back arm. Patient was properly cleaning the site. Patient mentioned that she does sweat a lot.